Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with catgut suture. The suture had snapped off within the cassette. Additional information is not available.

Manufacturer narrative:
We have received one open and used cassette. Thread on picture received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Taking into account that the picture received of the cassette does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. This complaint is recorded for trending analysis to assess if actions are needed in the future.